Event description:
Customer reported a past high blood glucose (bg) event, though the specific bg level was unknown as the value displayed as "high." Cause was not known. Customer managed the situation by administering a correction injection via manual daily injection (mdi).